Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage advisory alarms was confirmed via analysis of the submitted log files. The submitted log files contained approximately 4 days of data combined (on (B)(6) 2024 per the timestamps). The log files captured intermittent low voltage advisory alarms that were not associated with routine battery depletion from on (B)(6) 2024 at 22:39:56 to on (B)(6) 2024 at 22:25:47 and on (B)(6) 2024 from 00:12:12 to 22:171:23 that were due to the relative state of charge (rsoc) voltage fluctuating, causing the rsoc voltage to intermittently drop below the low voltage threshold. The atypical alarms occurred while connected to 14v batteries and occurred on the black power lead. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Additional information provided communicated that the alarms resolved after exchanging the system controller and that no products would be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 21aug2022. Battery inspection data was reviewed for the 11v backup battery, serial number: (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their system controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient's log files were submitted for concerning frequent low voltage alarms. All batteries and battery clips were cleaned and checked. Following review of the submitted log files by tech services, it appeared there were several low power advisory events while connected to battery power on (B)(6) 2024 through (B)(6) 2024. These events appeared to have been associated with a brief reduction in the relative state of charge (rsoc) signal values. The site replaced the battery clips and re-calibrated three of the batteries. Log file review identified a low power advisory on the black power cable on (B)(6) 2024. There were no alarms while the patient was connected to the mobile power unit (mpu). The site exchanged the system controller following suggestion by tech services, which resolved the low power advisory alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.